Event description:
It was reported that during a craniotomy procedure the perforator did not stop after moving through the patients skull. There was no adverse consequences or surgical delay reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The device was returned for evaluation. The quality investigation is complete.

Event description:
It was reported that during a craniotomy procedure, the perforator did not stop after moving through the patients skull. There was no adverse consequences or surgical delay reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.